Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited one high out of range pacing impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.